Event description:
It was reported that within a week post implant the right atrial (ra) lead dislodged and that the lead was "stable" so the pacing mode was reprogrammed to vvi. Since the reprogramming there was still occasionally sensed beats in the atrium. Additional reprogramming was going to be done and the ra lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.